Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black particle deposits in the mask and the tube 2-3 years ago. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black particle deposits in the mask and the tube 2-3 years ago. There was no report of patient harm or injury. Despite multiple attempts on (B)(6) 2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black particle deposits in the mask and the tube 2-3 years ago. There was no report of patient serious harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed . There were error code indentified. The third-party service center concluded that they could not confirm the customer's allegation, that there was no visible foam degradation, and that they observed the dust inside the device. Unit is scrapped.